Event description:
(B) (6) peripheral cutting balloon registry. It was reported that in (B) (6) of 2007 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The lesion was de novo. The lesion location was in the popliteal artery and the reference diameter was 6.0mm. The lesion morphology was concentric and soft. The target vessel was non-tortuous and without calcification. The target lesion length was 15mm and was 80% stenosed. The lesion was restenotic post-pta. The target lesion post-procedure stenosis was 0%. The patient had a follow up visit in (B) (6) of 2007. Restenosis of the target lesion had occurred. The target lesion is reported as non-patent with a residual stenosis of 70%. No intervention was performed. No additional follow up information was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. Anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis.